Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacture previously reported ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, error codes related to the charging of the internal battery were observed. The device's internal battery was replaced to address the issues. During the evaluation, flow sensor assembly and tubing kit were replaced due to contamination.

Manufacturer narrative:
The manufacturer previously reported an issue related to the fsn for sound abatement foam. Upon additional review, based on the serial number of this device, it is not in scope of the sound abatement foam recall.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, error codes related to the charging of the internal battery were observed. The device's internal battery was replaced to address the issues.